Event description:
It was reported that at follow-up, an externalized conductor was observed via x-ray. All measurements were within range. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.